Event description:
Patient presented to the physician with the ipg protruding at the chest incision along swelling and soreness. A hematoma was identified upon examination. Physician aspirated the hematoma, placed a pressure dressing to the site, and prescribed antibiotics. Patient returned for a follow-up appointment with improvement.